Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Customer was able to reload the same cartridge and resumed insulin delivery.